Manufacturer narrative:
Method - the actual device was returned to welch allyn and is currently under evaluation. Results - vaginal speculum.

Event description:
Complainant stated that on (B)(6) 2010 during insertion of a medium sized disposable speculum, the bottom bill snapped, leaving jagged edges. Two superficial lacerations to the vaginal wall with a small amount of bleeding was immediately noted. The broken speculum was removed. A metal speculum was inserted and the exam completed. Neither lacerations were greater than two millimeters in length. The pt reported soreness and moderate amount of bleeding over the weekend and returned for a f/u examination on (B)(6) 2011. The laceration on the internal right side of vaginal wall was completely healed and the more external laceration on the left side of the vaginal wall was almost healed. The lacerations did not require any med treatment or intervention and the pt is fine. The customer did not provide a pt identifier.